Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as dizziness and an inability to hear and was unable to self-treat, requiring non-hcp third-party administration of orange juice for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Event description:
A "scan again in 10" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as dizziness and an inability to hear and was unable to self-treat, requiring non-hcp third-party administration of orange juice for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state). Insertion failures was observed. Watermark was not observed at the base of the sensor tail. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. This complaint is not confirmed due to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.